Manufacturer narrative:
The unit has not been returned for in-person investigation. This investigation was performed based on the provided x-ray images. An abnormal increase in the bone thickness is clear on the x-ray at the nail¿s telescopic junction. Osteolysis and mild cortical hypertrophy at the nail¿s telescopic junction have been confirmed.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that during lengthening, a patient's x-ray images 21 months postoperative, showed osteolysis combined with mild cortical hypertrophy at the nail¿s telescopic junction. The patient did not report any pain during treatment or complications, despite temporary range of motion limitation of the knee joint during consolidation which resolved with conservative treatment. There is no additional information available.